Event description:
It was reported that pump issued malfunction alarm 16, but no blood glucose information or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. Customer decided not to return pump, and distributor reported no further actions or additional information regarding outcome of event.